Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of this event. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
On (B)(6) 2015, the pt was seen in the prison's infirmary due to abdominal pain, nausea and vomiting. Effluent was expressed from the peritoneal dialysis (pd) catheter was cultured and the pt was initiated on antimicrobial therapy via intraperitoneal (ip) route: drug name, dose, and frequency unk. The pd effluent culture results were negative for microbial growth and the white blood cell count was not elevated. On (B)(6) 2015, the pt was seen in the prison's infirmary due to feeling ill and being dehydrate. While in the infirmary pd therapy was initiated using delflex 1.5% pd solution. The pt had a blood pressure of 80/40 and was found unresponsive by the prison's nursing staff in the infirmary, still connected to the cycler. The nursing staff initiated cardiopulmonary resuscitation, however the pt expired. Medical records were requested.

Manufacturer narrative:
Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 3 lot number shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event. (B)(4).